Manufacturer narrative:
Event date approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, the laser fiber broke. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.